Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer did troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Device passed self test, active current measurement, sleep current measurement, rewind, prime/seating, basic occlusion and force sensor test. During testing insulin pump did not received unexpected pump errors or defects.(B)(4).

Manufacturer narrative:
The information related to blood glucose which was not included with the initial report. The information has been provided in section b5 with this report. (B)(4).

Event description:
Customer's mother reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer treated high blood glucose with insulin pump first but then was treated with syringe. Customer did mentioned symptoms related to high blood glucose event such as vomiting. Customer was not alleged insulin pump that it was under delivering insulin. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that insulin pump passed high performance test. Customer also stated that the reservoir top compartment had air bubbles.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.